Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) who discovered the issue found that two cables from the pcb pneumatics interface were not making contact all the way causing the system failure. To address this issue the stm replaced the muffler filter. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
During preventive maintenance (pm) of a the cardiosave intra-aortic balloon pump (iabp), a getinge service territory manager (stm) discovered that a system failure occurred. There was no patient involvement and no adverse event was reported.